Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that whenever the patient attempted to turn on the device, nothing would happen. She had tried replacing the battery, but it still was unable to get the device working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.